Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and non-original equipment manufacturer (OEM) top case was found. A review of the event history log identified system advisory base not responding. During the functional testing no problem was found on main printed circuit board (pcb), base not responding is an advisory alarm caused by user powering the pump off within 5 seconds after powering the pump on (non-issue). The root cause of the customer's reported problem was not found or confirmed. The device operates within specifications. Device will be quarantine due to non-OEM top case was found with device.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient harm.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump "needs new board". No patient injury reported.